Manufacturer narrative:
There was no report of device malfunction during the procedure and the system functioned as expected. Submission of this report is associated with the recent acquisition of gynesonics by hologic, inc. During the integration into hologic's adverse event reporting system and procedures, a review of historical adverse events was performed. As a result this event was identified as being reportable on aug 12, 2025 and is being reported retroactively out of an abundance of caution.

Event description:
Sonata performed on (B)(6) 2023 for a 6cm left sided transmural myoma. Patient complained of tissue discharge around (B)(6) 2023, imaging showed intracavitary myoma/tissue around 7-8cm in size, was removed by hysteroscopy and pathology showed necrotic fibroid.